Manufacturer narrative:
Additional information received: an echocardiogram performed on pod-11 reported that the prosthetic aortic valve appeared well seated with normal function. There was mild paravalvular aortic insufficiency. The mean trans-valvular gradient across the aortic valve was 5 mmhg. The implant patient registry (ipr) was later notified that the patient passed away 23 days after the tavr procedure. According to the death note provided by the facility, the cause of death was spontaneous pneumothorax secondary to copd with underlying diastolic heart failure. There is no indication or allegation that the patient¿s death was related to the xt valve function. Per the instructions for use (IFU), valve malposition requiring intervention and paravalvular leak (pvl) are potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the too ventricular position of the xt valve with subsequent pvl cannot be confirmed. It is possible that procedural factors (poor image intensifier angle and/or poor coaxial alignment) and patient factors (aortic annulus diameter of diameter of 22x28 mm) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transaortic tavr procedure, post deployment the 26mm sapien xt valve was too ventricular with paravalvular leak (pvl) and a second valve was deployed. The team was able to easily cross the native annulus and a bav was performed. Based on pre-procedural CT/tee a 26mm sapien xt had been chosen. The valve was prepped with 20cc's (nominal volume) as per the physician's request. The valve insertion and alignment went smoothly. After crossing the annulus, retracting the pusher and during rvp the team started the inflation of the valve. The valve was completely deployed and the team assessed position and hemodynamics. The xt valve was observed to be positioned 30:70 aortic/ventricular (a/v). Mild-moderate pvl was noted at the posterior mitral leaflet. An additional 1 cc of contrast solution was added to the delivery system in an attempt to improve the pvl and valve security. Following the post-dilation, the pvl saw little improvement. The physicians were concerned about the position and stability of the valve as well as the mild-moderate pvl and decided to implant another 26mm sapien xt. The 2nd xt valve was prepared with 21cc. It was inserted and positioned more aortic within the first thv. Deployment was successful with mild pvl. The patient remained stable throughout the entire procedure. The aortic annulus had a diameter of 22x28 mm. The aortic annulus area was reported to be 452mm2 and 487mm2 by the 3mensio report. The information regarding the aortic valve calcification was not provided.